Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset, and successfully started a new sensor session without the error reoccurring.